Manufacturer narrative:
From the information provided, a general reagent issue could most likely be excluded. When comparing values generated by different types of analyzers, variances can be expected due to the different setup of the assays, the antibodies used and the variances in the reference methods. For thyroid parameters, patient age, gender, and other characteristics should be considered.

Manufacturer narrative:
Sample from the patient was submitted for investigation and no interfering factor was identified. It was determined the reagent performed within specification.

Event description:
The customer received a questionable free triiodothyronine (ft3) result for one patient sample drawn on (B)(6) 2015 and tested on an unknown roche analyzer. The specific date of testing was not provided. Sample from the patient was submitted for investigation and was tested on an analytical pe module on (B)(6) 2015 and on a siemens centaur analyzer. Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. No adverse event was reported. As all results were above the respective reference range, the difference in the results was thought to be due to the different setups of assays.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was received that the sample was also tested on and architect analyzer and the ft3 result was 14.82 pg/ml.